Event description:
It was reported that the patient had fallen days after christmas. The patient presented to the clinic for a routine follow up and noise was noted on the ventricular lead. The noise could be reproduced with isometrics. The pulse generator sensitivity was decreased.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.